Event description:
During insertion of a lumbar drain at the l4-5 interspace, the needle was advanced into the subarachoid space and attempts made without success to thread the catheter through the needle into the space. Upon withdrawal of needle and catheter, approximately 1cm piece of the tip was noted to be sheared off.the remainder of the catheter was submitted to the manufaturer for evaluation. We are awaiting the manufacturer's report. No attempt was made to retrieve catheter fragment and no problems have been reported since occurrence.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.